Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin did not exit during fixed prime. The customer assembled new infusion set and reservoir. The customer stated that the insulin did exit during plunger push and the insulin pump did not alarm during manual prime. The reservoir will be returned for analysis.